Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. A manufacturing deficiency was not identified. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information that an edwards valve was removed at implant due to bleeding at the base of the aortic root. Per received information, the native valve was tricuspid and was diseased from an apparent degenerative etiology. The calcification of the leaflets was severe with moderate calcification of the annulus. The valve was not amenable to repair. The valve was excised, the annulus debrided, and the ventricle irrigated with copious amounts of iced saline. The annulus was sized and a 25 mm edwards aortic valve was chosen for implant. Three sutures of 2-0 dacron were placed without pledgets in the annulus, at the nadir of each cusp. The prosthesis valve was prepared and oriented. The valve prosthesis was seated and secured. The sutures were tied using corknots. The aortotomy was closed with a two layer running 5-0 prolene suture. The cross clamp was release, at this point, it was evident that there was a surgical bleed present. Upon further inspection, it appeared that the bleeding may be coming from either the left or right atrium or ascending aorta. Several repairs sutures were attempted with no decrease in the bleeding. Due to the difficulty of visualizing the anatomy, the heart was re-arrested. It became evident that the blood was coming from a tear in the ascending aorta. The sewing ring of the 25mm valve had perforated the non-coronary sinus of the aortic root. The valve was removed and the tear in the non-coronary sinus was repaired. The annulus was re-sized and a 23mm edwards valve was implanted. Bypass was removed and the chest was closed. There were no additional complications and the patient was transported to the intensive care unit in stable condition.